Manufacturer narrative:
Additional manufacturer narrative: tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on (B)(6) 2017 a field service engineer (fse) followed-up with the customer over-the-phone and confirmed error would come up right after turning on the screen and pressure pump was not even in action yet. The g8 instrument had to be powered off to clear the errors. Upon arrival at the customer's site, the fse re-installed software version (B)(4)on the g8 instrument. The fse tested the pump pressure and no errors were generated. The fse ran hemolysis and wash solution through the system to ensure no clotting being present in lines. The fse primed all fluids and monitored the pump pressure. The fse proceeded to calibrate and ran quality controls, which passed. The g8 instrument was functioning within specifications after completing the repair. A 13-month complaint history review and service history review for similar complaints was performed for the g8, (B)(4), from (B)(6) 2016 through (B)(6) 2017. There were no other similar complaints identified during the searched period. The g8 operator's manual under chapter 6 - troubleshooting, indicates that 150 grad sensor error is generated when the pressure pump malfunctioned. 102 pres limit over: the pump pressure has risen abnormally and has caused the shutdown circuit to be activated. Turn the main power switch off and remove the cause of the pressure increase. Refer to 100 pressure high. 100 pressure high: the pump pressure exceeded the upper limit (15 mpa) set in the pres high parameters. When the filter or column replacement period has been exceeded, first replace the filter or column. If the pressure is still high, remove the inlet and outlet flow line around the column and filter, and determine which part is the cause of the high pressure. Then, contact a technical support representative. If the pressure displayed on the screen is: greater than the pressure on the column inspection report + 4 mpa, then replace the filter. Less than the pressure on the column inspection report, then proceed with priming the column. The most probable cause of the reported issue was due to an unknown software malfunction.

Event description:
On (B)(6) 2017 a customer reported getting 150 grand sensor and 102 pressure limit over error messages on the g8 instrument. The customer was down and unable to run. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hemoglobin a1c (hba1c). There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.